Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports that there was a pin hole found in the catheter when it was in the patient. The catheter was pulled and replaced. The catheter was initially placed on (B)(6) 2013. The patient is (B)(6) male. No patient injury or ill effect.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.